Event description:
It was reported that a home patient (hp) experienced a connection issue between the supply bag and the supply line of the cassette. This occurred peritoneal dialysis therapy on the homechoice machine. The hp indicated that the force of the fall broke the connection between the bag and supply line. It was not reported how the event was resolved, and it was not reported how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the supply bag fell and disconnected from the supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.